Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. The daily pace lead impedance trend data show various spikes for ventricular pace bi impedance equal to 342 to 4047 ohms peak between (B)(4) 2012.

Event description:
It was reported that right ventricular had increasing and high lead impedances. The lead remains in use. No patient complications have been reported as a result of this event.